Event description:
It was reported in an article in cardiology journal 2010, vol. 17, no. 1, pp-104-108 titled entrapment of hydrophilic coated coronary guidewire tips, a guide wire tip fracture occurred. The middle right coronary artery (rca) was stented and due to plaque shift to ostium of right ventricular branch, angioplasty was performed to ostial lesion. During crossing, the hydrophilic coated tip of the pt2 guidewire became entrapped in the lesion after being cut by the stent struts. A snare catheter was used to extract the guidewire tip, but the tip moved down to the distal segment of the rca. A 1.5x15mm balloon catheter was inflated to 6atms over the guidewire tip. The guidewire tip was lightly adhered to the balloon surface and by pushing the balloon forward, the guidewire tip was pushed to a small septal branch of the distal posterior descending artery. There was no disruption of coronary blood flow. The patient is asymptomatic six months later.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).